Event description:
It was reported that the device displayed a red screen and error code 45639 when powering on. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of error code 46539. There was no applicable service history. Unable to retrieve event history. Complaint of error code 45639 was confirmed with functional testing. Printed wiring assembly (pwa) was deemed defective per troubleshooting procedure. Replaced pwa. Due to loss of information from old pwa, replaced motor and set odometer to 0. Further investigation found downstream occlusion (dso) seal separating from bezel. Device passed all testing criteria post repair.